Event description:
It was reported that prior to an implant procedure that bluetooth communication could not be established with the implantable cardioverter defibrillator (ICD). The ICD was not used. There was no patient involvement.

Manufacturer narrative:
The reported complaint of no ble telemetry was not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Device had normal telemetry. Electrical testing was performed, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.